Event description:
The iab leaked. Blood was noted in the catheter. The iab was not returned to co for evaluation. The iab was discarded by the facility. (Event complications: none from the event- reported 4/17/97.) (Pt's current status: unk - rpt'd 4/17/97.)